Event description:
Additional information received reported that there was resistance to delivery, but it was not clear whether the catheter was damaged. The on-site contact (distributor) reported the wrong catheter lot number. The actual complaint batch lot number was 227622209. The cause of the pipeline failure was not determined. Resistance occured in the middle and distal end of the catheter. There was no damage observed to the catheter or pushwire. The pipeline had been deployed two times whenit failed to open. The pipeline was resheathed and removed from the patient with the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the ophthalmic artery with a max diameter of 6.2mm and a 4.3mm neck diameter. The landing zone was 3.5mm distally and 5.06mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a 7mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal to slow. It was reported that the surgeon implanted the ped, and the stent tip was unable to open inside the body. The surgeon still could not open it after taking it out of the body. The surgeon reported that the ped and catheter had quality problems. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis # (B)(4): ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned inside a biohazard bag and a shipping box. No pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. Possible causes of failure to open include vessel tortuosity and damaged braid. However, the customer reported moderate vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open the issue. The cause of the failure to open could not be determined. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.